Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The evaluation reproduced the reported system error 322. Physical inspection found that the mechanical mount screw that holds the upper auxiliary bracket was loose allowing the upper latch switch to move in and out from the upper door latch causing it to be out of specification. The loose mechanical mount screw will trigger an intermittent open/closed switch connection causing the reported system error 322. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump has a system error 322. It was also reported there was no patient injury.